Manufacturer narrative:
Product ID: 309328, lot# b0972039k, implanted: (B)(6) 2009, product type: lead; product ID: 309328, lot# b0972039k, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the event was related to the ins, lead, and stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary urge incontinence since 2007. It was reported that the patient experienced back pain due to the stimulation. The action taken to resolve the event was an unscheduled visit on (B)(6) 2018 and the device was switched off. The issue was resolved at the time of the event. The event was assessed as not serious, not related to the procedure, not related to the device, and related to the stimulation. Additional information was received reported that the pain in the buttock was caused by stimulation, ins malfunction, and high impedance of >4,000 ohms. The event was related to the ins and stimulation. No further complications were reported or anticipated.